Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the right coronary artery. The 4.0 x 15 mm trek dilatation catheter was advanced over the guide wire without difficulty; however, as the device was advanced through the guide catheter, the dilatation catheter shaft separated at the hypotube, at a location outside the patient anatomy. The separated segments of the trek dilatation catheter were easily removed from the guide wire. A second same size trek dilatation catheter was then used without difficulty. There was no adverse patient effect and no clinically significant delay. No additional information was provided.